Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens (iol) implant procedure, while loading the lens, before injecting into the eye, the tail of the lens (trailing haptic) had come out. There was no patient contact with the device. The surgery was completed with the backup lens. Additional information has been requested: however no further information available

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The account indicated the use of a qualified associated cartridge and handpiece. Two ophthalmic viscosurgical devices (ovd) were indicated, only one is qualified for this lens/cartridge combination. The product investigation could not identify a root cause for the reported complaint. The product has not been received to evaluate. Two viscoelastic were indicated, only one is qualified for this lens/cartridge combination. The instruction for use (IFU) instructs: company foldable intraocular lens (iol)s are qualified for use with a company qualified delivery system (handpiece and cartridge) and ovd combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. Lenses with a 6.5 mm optic diameter may need to be pre-folded for easy entry into the back of the cartridge. Lens may be pre-folded by gently applying pressure to the edge of the lens while holding the central optic with forceps. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. The manufacturer internal reference number is: (B)(4).